Event description:
It was reported that the procedure was to treat a lesion in the proximal circumflex artery with heavy calcification. A kissing balloon technique was attempted with the 2.0 x 12 mm mini trek balloon; however, the mini trek could not cross through a previously placed stent. After removal, it was observed that there was blood inside the balloon, and there was a distal tear at the guide wire exit notch. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Guide wire: floppy. Inflation: abbott. Guide cath: 7 fr. Stent: liberte. During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to cross could not be replicated in a testing environment as it was based on operational circumstances. The reported tear near the exit notch was confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.